Manufacturer narrative:
(B)(4).

Event description:
It initially was reported that the implantable neurostimulator was routinely replaced and that the patient had normal impedance measurements and good therapy coming into the procedure. It later was indicated by the health care professional that the ins had high impedance measurements. The ins was replaced. Additional information has been requested, a follow-up report will be sent when additional information becomes available. See MFR #3007566237201010604 and 3007566237201010605 regarding issues related to the new devices. See MFR #3004209178-2011-05617 regarding the patient's other ins.